Event description:
The customer states that one pt sample generated an initial architect havab-lgg assay s/co result of 1.13 (reactive). The sample retested as non-reactive. There is no impact to pt mgmt reported. A svc call has been initiated.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.